Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent fracture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery (lad). The lesion was pre-dilated with a 2.00 x 10mm non-bsc balloon catheter and inflated to 12atms. A 32 x 3.00mm promus element stent delivery system (sds) was then advanced to the mid lad and deployed at 9 atms with an additional inflation at 12atms. The lesion was post-dilated with a 3.0x10mm non-bsc balloon catheter five times (12atm, 15atm, 15atm, 20atm, 20atm). A stent boost control image after post-dilation showed an opening of the cells on one side of the stent, it was noted to be a pseudo stent fracture. It was noted further noted, that post-dilation was performed with a balloon that was the same diameter as the stent. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.